Event description:
MFR received info that this bioprosthetic aortic valve exhibited stenosis, with a peak gradient of 80 mmhg. The mean gradient was 36 mmhg. The valve was explanted and replaced without reported complication. Visual examination upon explant showed excessive pannus formation with subvalvular obstruction. It was reported that a small leaflet tear occurred while removing the valve. To date, there have been no reported pt. Symptoms.

Manufacturer narrative:
Analysis: evaluation of the returned device shows that the leaflets are slightly stiff but flexible. A layer of tunica on the right cusp adjacent to the margin of attachment is torn and delaminated. The left non-coronary and right non-coronary commissures are intact. A large tear from the left right commissure extending through the free margin along the lunula of the right cusp appears to have occurred during retrieval. A small tear and abrasion on the left cusp at the left right commissure appears to have occurred during retrieval. Remnants of tan pannus remain attached to the stent posts and outflow rail. Remnants of pannus are present on the non-coronary cusp on the inflow. Radiography shows a trace of mineralization between the left and right cusps and in the aortic wall adjacent to the left non-coronary commissure. Review of the device history record for this device shows that the product met mfg specifications when released for distribution. The possibility of nonstructural dysfunction of a bioprosthetic heart valve leading to re-operation is described in the potential adverse events section of the instructions for use. Conclusion: reduced performance of the device was likely related to pannus formation and mineralization of the valve. These observations are likely related to patient specific physiology. No adverse pt effects or symptoms reported.